Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition. The customer reported that the cannula did not insert in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that about 45 minutes after activating the pod his blood glucose measured around 300 mg/dl. He removed the device and observed that the cannula had not inserted into the infusion site.